Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose level was not provided. The occlusion alarm was resolved by changing the pump's supplies. As the occlusion alarm had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion could not be performed.